Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
Reportedly, during a wire exchange with a ht versacore floppy guide wire it was noticed that the coils were stretched. A second ht versacore floppy guide wire was used and again it was noticed that the coils were stretched. There was no resistance felt during advancement or removal with either guide wire. The procedure was successfully completed with a non-abbott guide wire. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided. The returned device analysis on the second ht versacore floppy guide wire found that the core was separated 7cm from the proximal braze joint. The distal portion of the core was still intact with the tip solder. The coils and tip were still intact.

Manufacturer narrative:
(B)(4). Visual inspections were performed on the returned device. The reported stretched tip coils were confirmed. Additionally, the core was separated, but the distal portion of the core was still intact with the tip solder. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported stretched coils and noted separation to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.